Event description:
It was reported that upon connecting the surgical fiber to the laser system, a fiber connection error was received. The patient was under anesthesia when this event occurred. A turp, an alternate surgical procedure, was performed to complete the case. There was no report of injury.

Manufacturer narrative:
Fiber analysis: a conductive segment at the proximal connector was found to be missing; this issue would prevent the surgical fiber from being recognized by the laser system. The most probable root cause that contributed to this failure was suspected to be related to a manufacturing defect.